Manufacturer narrative:
The device sp 14 003 was inspected for investigation purposes. The tests performed confirmed that a design deficiency caused the software failure. The internal complaint reference is the following: (B)(4).

Event description:
It was reported that during a surgery, a software failure was detected. Two software communication errors occurred. A surgical delay of less than 30 minutes was reported.